Event description:
A customer reported via a webform a scan error with the adc device. The customer indicated on the form that they required third-party intervention due to this issue. However, no further information is available as attempts to contact customer have thus-far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspections was performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 8. Observed sensor signal low error, drop in glucose values and temperature which is evidence that the sensor was removed early. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a scan error with the adc device. The customer indicated on the form that they required third-party intervention due to this issue. However, no further information is available as attempts to contact customer have thus-far been unsuccessful. There was no report of death or permanent injury associated with this event.